Manufacturer narrative:
A total of four valves were placed in the patient (sizes unknown) for a total of four related event reports filed separately associated with the same patient procedure. Devices remain implanted as of date of report.

Event description:
Four spiration valves (sizes unknown) were placed in patient for treatment of emphysema. There were no pre-procedural complications or contributing factors. Patient experienced a pneumomediastinum 4 hours post procedure. Swelling around the patient neck occurred, requiring ventilation. No valves were removed and no further intervention was required. Patient was stable the next morning. No further information available at the time of initial event report.